Event description:
The technician alleged the head of the bed was drifting. He replaced the manual pump assembly to resolve.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.